Event description:
During routine follow-up of ICD on 8/4/97, it was noted that there was no consistent pacing capture at max output. Pt was transferred to facility where on 8/7/97 the ICD system was checked in the or. No problems were found with the integrity of the lead system but, after reattaching the ICD, the same problem occurred. Failure to pace the ventricle. At this point a new ICD was implanted to the existing lead system with good results.